Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07729. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain. It was also reported that patient experienced extrusion and underwent mesh revision on an undisclosed date. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent operative laparoscopy with extensive lysis of adhesions on (B)(6) 2007 by (B)(6) at (B)(6) medical center due to pelvic pain, and suspected pelvic adhesions. It was, previously, reported that patient underwent revision and removal of vaginal mesh, and urethral dilation on (B)(6) 2008 by (B)(6) at (B)(6) medical center due to vaginitis, severe, urinary urgency, and suspected urethral stenosis secondary to tension free vaginal tape.